Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, communication with the customer identified the electrode cable was not properly seated into the device. Electrodes need to be properly inserted in the AED 3 device at all times for the device to pass self-test. The customer resolved the report by properly seating the eletrode cable and restarting the device. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.